Event description:
The customer reported that the unit could not turn on. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that the unit could not turn on. No patient involvement was reported. The device was evaluated by a philips fse. The symptom was verified. The issue was localized to the power supply. The power supply was replaced to resolve the issue. The device was returned to service after passing all required testing. The device remains at the customer site.